Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there were difficulties experienced with helix fixation of the lead. The lead was discarded, and the physician needed to use a new lead to complete the procedure. No patient complications have been reported as a result of this event.